Manufacturer narrative:
The complaint that the 3-year-old irc10lxo2 stationary concentrator was not producing the proper amount of oxygen, but no alarm came on, could not be verified. Multiple attempts were made to receive further information. This safety relevant information can be found in the user manual as well: "danger! Risk of injury or death: this product is to be used as an oxygen supplement and is not intended to be life-supporting or life-sustaining. Only use this product if the patient is capable of spontaneous breath, able to inhale and exhale without the use of a machine. Do not use in parallel or series with other oxygen concentrators or oxygen therapy devices." "Danger! Risk of injury or death: depending on their medical condition, patients on. Always discuss this increased risk with your health care provider before using this product if you are prescribed a flow rate greater than 5 l/m." "Danger! Risk of injury or death: while invacare strives to produce the best oxygen concentrator in the market today, this oxygen concentrator can fail to produce oxygen due to power failure or device malfunction. Always have a backup source of oxygen readily available. In the event the concentrator fails to produce oxygen, the concentrator will briefly alarm signaling the patient to switch to their backup source of oxygen. Refer to troubleshooting for more detail."

Event description:
Invacare received an email notification that the end user alleged the unit was not producing the proper amount of oxygen, but no alarm came on. The daughter kept increasing the flow rate, but saturation kept falling. They put her on e-tanks to increase the saturation, but they only lasted about 30 min and she had to go to the hospital via ambulance to get oxygen. No further medical treatment received other than oxygen.